Event description:
I used fixodent from 1978 until present. I have developed numbness, tingling and loss of balance. This continues to get worse. I have never associated these symptoms with fixodent. I must use fixodent 5 to 10 times per day. Dose or amount: denture cream. Frequency: 3 to 4 x daily. Route: oral. Dates of use: 1978 - 2009. Diagnosis or reason for use: adhesive cream. Event abated after use stopped or dose reduced: no.